Event description:
It was reported that the lead dislodged. Attempts to reposition, it were unsuccessful. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed no anomalies; full lead was returned and analyzed. Blood/body fluid present in/on distal conductor and proximal conductor. The outer insulation was breached cut; apparent explant damage.